Event description:
It was reported that the absolute pro stent was implanted in the common iliac artery without incident. After stent deployment, it was noted that the stent was used six days past its labeled expiration date. There were no issues with the device and no issues with the patient. The patient is fine. The physician did not know that the stent was expired until after it was deployed. No additional information was provided.

Manufacturer narrative:
(B)(4). Used after labeled device expiration. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances from the reported lot. A query of the electronic complaint handling database indicated there had been no other incidents reported from this lot. The absolute pro instruction for use states to note the product use by date specified on the package. Based on the reviewed information, no product deficiency was identified.